Manufacturer narrative:
Trackwise ID (B)(4). Updated section: g4, g7, h2, h3, h6, h10. Analysis of production : (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis : (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec -2019 through nov-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual: (10/213/67). The device was returned to the factory for evaluation on 11/17/2021. An investigation was conducted on 11/23/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle. The harvesting device was returned inside the cannula handle. There were no visual or physical defects observed. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties. A reference endoscope was inserted into the cannula until it snaps into place with no physical or visual difficulties. The harvesting device was then inserted into the cannula with the scope and there were no physical or visual difficulties observed. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 end of cautery snagging on tip of cannula while passing in and out. Seems to be catching near the area of the jaws. No additional incisions. No added time. Finished case using same device. No patient harm.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.